Event description:
Ventilator screen went blank. No delivered or monitored parameters. Device alarmed but no alarm type in window.====================== manufacturer response for ventilator, avea (per site reporter).====================== they are sending out field service to take a look at the problem.field representative replaced the user interface manager (uim) display screen and the issue was resolved.